Event description:
It was reported that the osteogen device caused serious injury to patient. Patient outcome: not verified.

Manufacturer narrative:
Patient has complained of numerous afflictions and believes them all to be related to implanted device. Patient's physicians have not corroborated reported afflictions. Device still implanted in patient.